Manufacturer narrative:
T was reported that a revision surgery was performed due to anterior knee pain. The insert was exchanged. The affected legion ps high flexion articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. A medical analysis indicated that three undated x-ray photos where provided for review which demonstrate a right total knee prosthesis with unresurfaced patella. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Possible causes could include but are not limited to patient medical history or traumatic injury. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to anterior knee pain. The insert was exchanged.